Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device experienced an error. It is unknown if this error occurred during the software update.

Event description:
It was reported that there was an error message when trying to do a software update. The service disk was run several times but there was still the same error message. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.